Manufacturer narrative:
The clip applier will not be returned for failure analysis investigation. Therefore the root cause of the reported issue cannot be determined. If additional information is obtained, a follow-up MDR will be submitted. A log review was performed and the following was confirmed: the transhiatal esophagectomy non-transthoracic was performed on (B)(6) 2022 on system (B)(4). In addition, a review of the device logs (attached) for the horizon small clip applier (part# 470401-07 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the horizon small clip applier was last used on (B)(6) 2022 via system serial# (B)(4). There were 92 uses remaining after this last usage. The review of the logs also confirmed that the horizon small clip applier was used on (B)(6) 2022 via system serial# (B)(4), which matched the reported event date. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, it was alleged that the clip came off from the clip applier instrument and fell inside the patient during a da vinci assisted procedure. The clip was not retrieved from the patient. At this time, it is unknown what caused the clip to fall. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that a clip came off the small clip applier (sca) instrument when it was inserted into the patient¿s body. The customer replaced the sca instrument with the same kind, but the same issue occurred. The customer requested field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the sca was not inspected prior to use. A small clip was used on the sca. The ligation was not performed. The sca did not lose functionality and did not misapply the clip. The clip fell into the patient¿s anatomy. The clip was not removed from the patient¿s body. There was no injury to the patient during and after the procedure. A backup laparoscopic clip applier was used. Neither scas will be returned.